Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result (B)(6) 2021 with the binaxnow¿ covid-19 antigen self test using an unknown sample swabs and generated a negative result. The consumer reported that his son had taken a test (product unknown) at the doctor's on (B)(6) 2021 and was positive. No additional patient information, including treatment and outcome, was provided.